Event description:
Pt presented to hosp e.r. After sustaining a fall at a nursing home. She was admitted to the hosp for repair of a left femoral neck fracture. The pt was a non-ambulatory but was able, at times, to get up from her wheelchair. Intraoperatively, methyl methacrylate was mixed & forced under pressure into the interstices. The components were found to be in good position on radiographic examination. The wound was closed & the pt was transferred to a gurney. At this point, the pt suffered a cardiac arrest. Resuscitative measures were instituted but were unsuccessfull. Pt's blood pressure dropped to 80/40 prior to insertion of glue & cardiac arrest occurred 15 minutes after application of methyl methacrylate. Add'l model # sterilization 250694 & 940661.